Event description:
As reported, during a laparoscopic cholecystectomy on (B)(6) 2022, the or staff noted the bard/davol hydrosurg irrigator leaking fluid from the bottom of the battery pack/pump casing in the beginning of the case. It was reported that the surgeon advised the or staff to remove the device and he was able to complete the case without using the irrigation device and no patient harm or injury as a result.

Manufacturer narrative:
As reported, the bard/davol hydrosurg laparoscopic irrigator leaked fluid into the battery pack/pump casing. The subject device was returned for evaluation. Sample evaluation confirms for the reported complaint condition of a fluid leak. Visual examination of the returned device found corrosion inside the hydrosurg battery case. Based on evaluation of the device, fluid leaked into the pump housing and presented in the battery housing. Fluid leak presented and passed the lip seal barrier. Rtv is identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on evaluation and the condition of the device the root cause is determined to be manufacturing related. This MDR represents the bard/davol hydrosurg laparoscopic irrigator (device #1). Additional mdrs were submitted to represent the three bard/davol hydrosurg laparoscopic irrigator (device #2, device #3 & device #4).